Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of during injection on an unspecified date with juvéderm® ultra xc the syringe broke and over half of the filler spilled on to the patient's neck. There was patient contact. There was no injury to patient or staff. The packaged needle was used, this device is discarded, and this was the initial use of the syringe.